Manufacturer narrative:
Device is an instrument and is not implanted/explanted. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the investigation has shown that the threaded tip is broken off as complained. The visual inspection off the complaint article has shown that there are a lot of hammering marks at the whole insertion handle. As there are a lot of damages at the surface it is not possible to read the lot number anymore. For that neither a device history research nor a manufacturing and inspection records could be performed. The fracture surface of the broken part is homogenous which indicates material conformity. Based on these findings that a mechanical overload due to heavy hammering has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the threaded part of the connector for insertion broke and got stuck in the insertion handle of the proximal femoral nail antirotation. The customer was able to release the stuck tip from the insertion handle. This is report 1 of 1 for (B)(4).